Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-12321. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side acute breast pain. Physician later reported left side "intracapsular rupture". Later healthcare professional reported "suspicion of the presence of anaplastic large cell lymphoma of the foreign body type", no testing or results provided. Additional events of "autoimmune thyroid disease called hashimoto's, raynaud's syndrome with numbness and pigmentation changes in 3 fingers, odor, functional loss, chronic fatigue, weakness, joint and muscle pain, dry eyes and mouth, difficulty concentrating, vascular damage, panic attacks, stressful situations, chronic fatigue", not device related. Also reported "fear of cancer and anaplastic large cell lymphoma, fear of the future", captured as anxiety. Rupture diagnosed via MRI. Device was explanted.